Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited multiple noise reversion episodes which had been occurring since (B)(6) 2015. It was noted that the patient had a pelvic fracture causing him to use his upper body more frequently. On (B)(6) 2016 the lead was successfully capped and replaced. The patient would continue to be monitored.